Event description:
Additional information received reported that the patient's pain in his pocket had improved and impedances were normal. The patient response had also improved 'somewhat.'

Event description:
It was reported that the patient fell and hit the neurostimulator really hard approximately one month ago. Following the fall the patient experienced pain, a loss of therapeutic effect, and heard a buzzing sound from the neurostimulator. Impedance measurements showed impedance below 40 ohms on electrode pair 9/10. The patient underwent a procedure to locate the source of the short circuit. The neurostimulator was replaced, but the low impedance was still seen. The extension was replaced and impedance values were then normal. The patient had not yet been reprogrammed to determine if therapeutic effect improved, and the plan was to reprogram the patient in the clinic. It was reported that there was no injury and the patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3389s-40, lot# v494243, implanted: 2012 (B)(6), explanted: na; lead: model 3389s-40, lot# v497075, implanted: 2012 (B)(6), explanted: na; extension: model 37085-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; extension: model 37085-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6); programmer: model 37642, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator model 37601, serial (B)(4), found no anomaly. Normal impedances were observed when the system was tested in a saline solution. Analysis of the extension model 37085-60, serial (B)(4), found no anomaly.